Manufacturer narrative:
Correction: d1. Additional information: h4, h6, h11. H4: the lot was manufactured between february 17, 2024 -february 19, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of exactamix 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the corners. The leaks were discovered while checking the final compounded product prior to patient use. There was no patient involvement. No additional information is available.